Event description:
It was reported that post-operatively after a pulsed field ablation procedure, the patient woke up from general anesthesia experiencing double vision and seeing white spots. Magnetic resonance imaging confirmed a stroke. The double vision persisted for three weeks post-procedure, and the patient's hospitalization was extended due to the event. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: pscc100, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: sheath product ID: non-medtronic product type: sheath product ID: non-medtronic product type: sheath product ID: non-medtronic product type: intracardiac echocardiography (ice) catheter product ID: non-medtronic product type: catheter product ID: non-medtronic product type: guidewire product ID: non-medtronic product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.